Event description:
The complaint is reported as: "crna was placing the a-line and used the wire and went to advance the catheter and when the catheter was being advanced the crna met resistance and then she went to pull the catheter out and only a portion of the catheter came out and the other portion of the catheter was left in the left radial. It appeared that a portion of the catheter of the a-line had detached or torn from the other portion of the a-line." The patient required an incision at the insertion site to remove the catheter tip. It was removed without complication and the patient was discharged the following day per original discharge plan.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "crna was placing the a-line and used the wire and went to advance the catheter and when the catheter was being advanced the crna met resistance and then she went to pull the catheter out and only a portion of the catheter came out and the other portion of the catheter was left in the left radial. It appeared that a portion of the catheter of the a-line had detached or torn from the other portion of the a-line." The patient required an incision at the insertion site to remove the catheter tip. It was removed without complication and the patient was discharged the following day per original discharge plan.